Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery b/g "operation may not be available". The event happened during testing at biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a corroded battery contacts. The reported condition was verified. The device was found out of specification in relation to the customer reported 'battery operation may not available' which was reproduced during evaluation. The device will not be serviced and will be processed. Should additional relevant information become available, a supplemental report will be submitted.